Event description:
It is reported that the device was implanted in 2006. The pt was stepping off of a bus and mis-stepped 2 months later. The device was revised 3 days later, due to a broken ceramic head.

Manufacturer narrative:
H3: evaluation summary: x-rays not available for review of post surgery & pre-revision joint configuration. Type of stem used is unk. Cause cannot be definitively determined. H6: evaluation codes: ceramic head is fractured into 11 fragments with largest piece approx 24mm x27mm. Some fragments exhibit discoloration. Scanning electron microscope examination of fracture showed fracture primarily occurred in intergranular mode. Part of fracture showed deformation of features that could occur during fracture process. Fracture appears to be a fast fracture. Energy dispersive spectroscopy analysis of ceramic head material showed al and o, typical of alumina ceramic. Discolored area showed co, cv, and mo elemental peak indicating co-cv mo alloy. Device history records are intact, conforming and indicate manufacture to specification.